Event description:
The customer reported the system lost communication and locked up. There is no report of a pt or user injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoroscopy functions pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.